Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization was over 400mg/dl. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis . Customer's blood glucose levels at the time of hospitalization 935mg/dl. It was also mentioned that the customer's blood glucose levels rose to over 1000mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was declined. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.